Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. (B)(4).

Event description:
It was reported that a portex® bivona® neonatal and pediatric tracheostomy tube cuff would not hold water. The event was observed spontaneously by the family and home health professional. An emergent tracheostomy tube change was conducted with a back-up tube due to the occurrence. The cuff was filled with sterile water and the cuff patency was tested by the patient's mother prior to use. No permanent injury was reported. See MFR: 3012307300-2016-00001.

Manufacturer narrative:
The customer reported that two devices contributed to two reported events (one device per event). The customer returned two devices for evaluation. It could not be determined which device was associated with which reported occurrence; therefore, the evaluation of the two returned devices will be used for the medwatch. The following mfrs were submitted related to the evaluation: 3012307300-2016-00002 and 3012307300-2016-00003. Two 4.0mm customized flextend¿ hyperflex¿ tracheostomy tubes were returned for investigation. Visual inspection of the returned devices found that both devices were manufactured according to the template. During functional testing, the device cuffs were inflated with 7cc's of air. The first device inflated but immediately deflated and a leak was observed near the neck flange. The second device was also inflated with 7cc's of air; no leaks were found. Examination of the first device found that the teflon tubing extended past the neck flange which had punctured through the airway wall which allowed the air to escape. Investigation determined that the cause of the leak was due to a manufacturing issue. (B)(4).

Event description:
Related MFR#'s: 3012307300-2016-00002 and 3012307300-2016-00099.